Event description:
It was reported that the customer had a motor error alarm on his insulin pump. Customer's wife stated that the pump keep getting a motor error alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer's wife later called back and stated that the pump was completely dead now. No additional information provided.

Manufacturer narrative:
No blank displays noted during testing. No unexpected motor error alarms noted. The device was unable to prime during prime test due to faulty force sensor resistor. The device passed displacement test, rewind test, basic occlusion test, motor test, and off no power test. The operating currents were within specifications. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).